Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was in the 300's mg/dl. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer was instructed to disconnect at the quick release, change the infusion set and prime until the air bubbles are no longer visible. The air bubbles did not persist after the set change. The reservoir will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.